Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing w/ moisture) issue. In addition, it was reported that there was moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was powered on and displayed the verify screen. No segments were observed to be missing from the display image. The display was found to be dim and discolored. A visual inspection of the pump showed multiple cracks in the battery compartment. There was evidence of moisture contamination observed inside battery compartment and underside of battery cap. During investigation, a cs 128 replace battery alarm was emitted. A leak test was performed and showed a battery compartment leak. Further testing was not able to be performed due to the recurring replace battery alarm and moisture contamination. The pump case was removed and evidence of additional moisture contamination was found inside the pump on the printed circuit board. The complaint of segments missing in the display was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.